Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39 mg/dl. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with glucagon prior to hospitalization; during hospitalization treatment was administered via intravenous saline, and unspecified fluids. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support as customer acknowledged pump was functioning as intended.